Manufacturer narrative:
Investigation - evaluation: a review of dimensional verification, complaint history, drawings, instructions for use (IFU), manufacturing instructions, quality control data, and visual inspection of the returned device was conducted during the investigation the sales representative indicated that the product was probably g23915, therefore, the corresponding rpn would be used for investigation. The used device was returned. The white hub was not attached to the proximal end. The extension tube outer diameter and inner diameter are both within manufacturing specification. These specifications are for the rpn that was suggested by the sales representative, the rpn of the device was unable to be confirmed. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC line (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC line was implanted in a patient for an unspecified indication. The white hub of the device broke / severed off at an unknown time following implantation. The conditions and circumstances at the time of the event are not known. The patient underwent complete explant and exchange of the device. No unintended section of the device remained within the patient. No further information was provided. The device is available for examination however the device has not yet been received.